Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an occlusion alarm on the ilet that persisted until the infusion set and tubing were replaced, with two supply changes performed, while using a teflon inset with 23-inch tubing; blood glucose remained unaffected and no medical care or hospitalization occurred. Symptoms included no reported clinical effects. Outcomes included interruption of insulin delivery until the infusion set was changed, with restoration of therapy afterward without medical intervention. Investigation included case assessment with product-use troubleshooting by customer care agent. Investigation of this case revealed an occlusion associated with the infusion set component, consistent with flow obstruction that resolved after replacement. It was concluded, based on established patterns for similar reports, that the cause was probable infusion set occlusion related to set or site factors.